Manufacturer narrative:
The t:slim user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown due to insufficient battery power. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer delivered a bolus to address elevated bg levels. Tandem technical support educated the customer on charging the pump to prevent the pump from powering down.